Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving at the time of report, on (B)(6) 2012, dilaudid 20mg/ml at a dose of 3.7mg per day via an implanted infusion pump for non-malignant pain. It was reported the patient had gazillions also referred to as dozens and dozens of mris in the past, over the eight year life span of the patient's device, and the pump may have stopped during an MRI but it reportedly always restarted on itself. In terms of what medications the device previously had delivered, it was reported I don't think it was ever mixed, maybe earlier on...he was mixing it, the morphine with the baclofen to the patient's first healthcare provider (hcp) was using morphine sulfate and the patient found out he had added baclofen to the mixture of the pump medication without telling him. It was also reported they originally were using ms04 [morphine sulfate] but the patient had almost maxed on the capacity which was 18 which was for roughly five to six years. It then dropped down to roughly one to two milligrams every one to two months, to where it's at. A couple of times msbu and mscl also showed up on the patient's telemetry. The patient assumed the mscl was clonidine. At an unspecified date, the patient's hcp then switched him from the morphine sulfate. No further information was provided. The medication the patient was receiving via their device at the time of the mris remained unclear. Additional information was requested regarding how many times the pump stalled from mris, what medications the device delivered at the time of each stall, what symptoms the patient experienced, if the stalls recovered within two hours, if any troubleshooting or other actions were performed, and how the patient was doing. However, information later received from device manufacturer representative's reported there was no further information to provide or available. No further follow-up was possible. If additional information is received, a follow-up report will be submitted. In terms of the patient's medical history, it was reported he had been disabled for 18 years. He had a degenerative disc condition and joint but, for the pump, disc. He was on oral opiate therapy all the way up to when the pump was implanted. The patient had had a compression fracture at t-11 which was why the catheter was put in that location when implanted. He had originally fallen back in 2004 which was what caused the compression fracture and led to the pump implant. The patient's vertebras were reportedly completely desecrated were really bad. It was reported I don't have a decent vertebrae or disc in my entire spine, going all the way up to my neck. The patient also had a history of spinal stenosis and flare ups of radiculopathy which was why the patient was on steroids at the time of the initial report.